Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid x mapping catheter was received for evaluation. The pellethane tubing of splines a-c were detached from the base of the paddle assembly and wrinkled distally, internal wires were exposed. The straightener was not returned. No other visual anomalies were noted. The catheter was inserted into a stock 8.5f introducer from current stock and withdrawn with no resistance noted. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damage and reported removal issue remains unknown.

Event description:
This is to advise of peeling and material deformation found in the catheter during investigation. During the af procedure, resistance was noted when attempting to insert the distal grid-electrode portion into the inserter. Upon visual inspection, physical damage was observed. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.